Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they experienced high blood glucose level of 525 mg/dl. The customer states that he needs his insulin pump replaced immediately because his blood glucose level has been around 600 mg/dl. The customer stated they were hospitalized on (B)(6), 2017. The customer was not wearing the insulin pump during their hospitalization. The customer treated their high blood glucose level with a bolus. The customer was assisted through troubleshooting. Their were no leaks or air bubbles in the tubing/reservoir. The insulin pump passed the self test. The customer wants to replace the insulin pump due to the customer not feeling comfortable with the insulin pump and the healthcare professional telling him that the insulin pump does not work properly for the customer. The product will be returned. The product was returned for analysis.